Event description:
It was reported that the user¿s last freestyle libre 3 plus sensor was scanned three times with the ilet app and each attempt generated an incompatibility alert, after which the user removed and discarded the sensor. Symptoms included no reported adverse physiological effects. Outcomes included discontinuation of automated dosing with guidance to operate in blood glucose run mode and transfer of the user to the partner manufacturer for further support. Investigation included troubleshooting and user education. Investigation of this case revealed that the reported incompatibility could not be verified due to lack of device and packaging information. It was concluded that the event involved a sensor compatibility issue without injury and that further evaluation rests with the sensor manufacturer.